Event description:
I had used a philips respironics remstar 550p, s/n (B)(4) from early (B)(6) 2011 and had an excellent experience, until (B)(6) 2012, when I noticed my quality of sleep slowly deteriorating to, over time, that of before receiving my c-pap. I complained to my dr ((B)(6), md) in (B)(6) 2012 and to my dealer, (B)(4) medical in early (B)(6) 2012. Both could see no malfunction, either from measuring airflow and/or from the integral chip memory. One day in (B)(6) 2012, it failed completely and was immediately replaced by the dealer. I suspect that this machine had ongoing, intermittent problem that should have been discovered by built-in diagnosis and triggered some sort of an alert long before it ultimately completely failed.